Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 120 ohms. The latest latitude low energy reading was 100 ohms. Later, the doctor elected to reposition the electrode. During the procedure, the wing tips of the electrode introducer broke off, leaving the sheath around the electrode stuck in the patient's body. The physician had to use hemostats on both sides of the broken sheath to successfully remove it. There were no additional adverse patient effects. The electrode remains implanted.